Manufacturer narrative:
Four opened knife samples were received by manufacturing inside of blade trays that were stacked on top of each other. The samples were visually examined per facility procedure and were found to be nonconforming with damaged tips and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records for the reported lot number has been performed. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that two additional complaints have been associated with the reported lot number. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and tips exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that multiple knives originating from custom packs have been dull during separate surgeries. An alternate knife is taken each time in order to complete the procedures without any complications. There has been no impact to any patient. Additional information has been requested.